Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. Reportedly, the pump emitted unspecified alarms repeatedly and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: on investigation, the alleged issue with unspecified alarms ¿black¿ display was not verified in the black box or duplicated during the evaluation. Review of black box data did not found any call service alarms that can lead to blank display screen. Using the returned battery cap, the pump powered up to the display that was clear and legible. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).